Event description:
It was reported by repair work order that the footend lift was stuck in an elevated position due to a loose limit switch. No adverse consequence or clinically relevant delay in treatment was reported.